Event description:
The device was used during a functional procedure. Reportedly, the staples formed but the knife did not cut. Another device was used to finish the procedure. No pt injury was reported.